Event description:
The handpiece was returned to the manufacturer for service, and during the eval a run-on condition was found. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval a run-on condition was found and then reported. Based on the investigation details, the likely cause was a malfunctioning motor, which was replaced along with other components.